Event description:
It was reported that the customer received the button error alarm on the insulin pump and that the buttons were not working. The customer's blood glucose was 200 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. Troubleshooting was done. The customer stated that, prior to the alarm, he was sweating on the insulin pump. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, and stained end cap sticker.